Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a routine three month follow up post device change out for normal eri, atrial lead noise was noted, due to possible lead damage. Lead revision will be considered. The patient is in stable condition with no adverse consequences